Event description:
Event description guidant received information that this implantable lead was explanted as the lead appeared to be damaged and frayed at the rate/sense terminal pin. The patient was undergoing an ICD changeout for normal eri at the time.